Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures, the patient reported blurry vision. The surgeon had no explantation for the patient's blurry vision. In a follow-up, the surgeon reported the patient has "foggy vision" which began the day after her procedure. The surgeon reported the patient lives in a state of constant fog that prevents her from performing activities of a normal life. The event continues. It is unknown if the lens caused or contributed the event. The surgeon is considering exchanging the lenses. There are two medical device reports associated with this event. This report is for the left eye.